Manufacturer narrative:
There is no documentation to show a causal relationship between the event of shortness of air and subsequent hospitalization for influenza and fluid overload and the liberty cycler. Additionally, there is no reported allegation of a malfunction with the cycler. There is however, a temporal relationship with the fluid overload and ccpd therapy. It cannot be confirmed if the hypervolemia was pre-existing to the hospitalization or if it developed during the hospitalization. The influenza is not related to pd therapy. The alleged event was not confirmed by the manufacturer. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient requested assistance from technical support with canceling the treatment in dwell 2. Patient stated that she is cancelling treatment because of a medical emergency. Patient did not specify if the emergency is cycler related. Follow up with the patient's peritoneal dialysis nurse indicated that the patient was experiencing heart palpitations and went to the emergency room. The patient was admitted for the flu. The patient's peritoneal dialysis nurse indicated that there was no relationship to the hospitalization and peritoneal dialysis treatments. Additional information was solicited and received. Medical records (hospital discharge summary) documented that this patient presented to the hospital due to feeling ¿short of air¿. The patient stated that she began feeling bad three days prior. She had checked her o2 saturation and was reasonable (in 90s). The patient had developed a dry, hacking cough, noted a scratchy feeling in the back of her soft palate and would get nauseated during her coughing spells. The patient denied chest pain, fever, chills and palpitations. The patient was admitted to the hospital on (B)(6) 2018. During a review of the patient systems, it was noted that she was mildly tachycardic with an irregular heartbeat and has rales (a few basilar rales) but no respiratory arrest. She exhibited no edema. A chest x-ray showed no acute changes. The patient was diagnosed with influenza a (h1n1) and treated with a single dose of tamiflu at admission. The respiratory viral panel was negative. The patient also was felt to be fluid overloaded and dialysis was pursued to help with the fluid overload. It is unknown if the patient developed this during hospitalization or if it was pre-existing on admission. It is also unknown if fresenius products were utilized during hospitalization. The outcome of the fluid overload is unknown. The patient¿s troponin levels were elevated which was attributed to her renal function and significant coronary disease. The patient was also found to have hypoxia which was treated with 24/7 use of oxygen via nasal cannula at 2l. The patient was discharged with home health care on (B)(6) 2018 with oxygen. It is unknown if the patient had a foley catheter in place at time of discharge as her chart stated she had a foley requiring urology management, but per the physician there was no foley in place.